Event description:
It was reported this interrogation of this device identified it had reverted to safety mode and premature battery depletion was suspected. A replacement procedure was scheduled for the following week. The device remains in service at this time and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for replacement information. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the device implant date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this interrogation of this device identified it had reverted to safety mode and premature battery depletion was suspected. A replacement procedure was scheduled for the following week. The device remains in service at this time and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for replacement information. No further information is available at this time. Should additional details become available, this report will be updated.